Manufacturer narrative:
(B)(4). Although several requests were made for the sample to be returned for evaluation, the device in question was not returned. The complaint could not be confirmed, no root cause could be identified, and no corrective actions implemented. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that a patient with an unstable condition arrived at the emergency room. An I-o access could not be placed since the driver lost power during drilling. The patient is deceased.

Manufacturer narrative:
(B)(4). At this time it is unknown if the device is available for investigation.

Event description:
The customer alleges that a patient with an unstable condition arrived at the emergency room. An I-o access could not be placed since the driver lost power during drilling. The patient is deceased.